Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: device catalog number was updated. D4: lot number unknown / not provided g3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G4: additional PMA/510(k) number ¿ k101880. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: device catalog number was updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G4: additional PMA/510(k) number ¿ k013227 g6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.